Event description:
It was reported while using bd plastipak¿ syringes the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: 50ml leurlok plastipak syringe plunger dislodged leaving behind stopper material inside barrel. Inability to extract medication.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2301095, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was inspected, verifying all stoppers were properly assembled onto the plunger rod and no damage or defects was observed within the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported while using bd plastipak¿ syringes the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: 50ml leurlok plastipak syringe plunger dislodged leaving behind stopper material inside barrel; inability to extract medication.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.